Event description:
Per dealer new out of box defective arm pad coming apart near the plastic base.

Manufacturer narrative:
Enhance quality control on the production line, avoid non-conforming production mixing to good ones responsible person: (B)(4) date: (B)(4) 2015. Training fqc, make sure all wheelchair are in good condition before transfer responsible person: (B)(4) date: (B)(4) 2015. Training qc in injection molding workshop, make sure the plastic base meet the drawing diamention responsible person: (B)(4) date: advice transportation with due care, avoid impact on the pack during transfer responsible person: (B)(4) date: (B)(4) 2015.